Manufacturer narrative:
Patient identifier and weight not provided. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The technician performed an intense test run with different settings without issues. Therefore the device was returned into service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be reproduced or confirmed, a root cause was not identified. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a s5 system displayed low flow and pressure readings. The customer increased the speed of the centrifugal pump but the readings dropped further. There was no report of patient injury.